Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. The device was not returned

Event description:
It was reported that the inner tube polyamide was out together along with the guidewire while removing the guidewire. Stated that another new tumor stent was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the inner tube polyamide was out together along with the guidewire while removing the guidewire. Stated that another new tumor stent was used.